Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose of 775 mg/dl and ketones that were identified as dangerous by a health care professional. Reportedly the customer failed to deliver a mealtime bolus. The customer was treated with intravenous fluids of saline and insulin. Customer was released on (B)(6) 2026 with the issue resolved and no permanent damage. Recommendation was made to consult with a healthcare provider regarding diabetes management.